Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the zero reading and is missing a head piece screw. The screw, spring seal, ball plunger, bearings, lever and reciprocating arm were replaced and resolved the reported issue. The unit was last returned for service in 2020 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during stelirization, the unit had the handle broken. A screw missing was confirmed after final investigation. There is no patient involvement. Due diligence is complete.